Event description:
Caller reported that a malfunction occurred on the pump, identified as malfunction code 9, followed by fault ID 9-0x20f1. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue as the same malfunction code did not recur. Customer was instructed to continue using the pump and to call back if the malfunction reappeared, and the caller acknowledged and understood these instructions.